Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "early migration characteristics of a hydroxyapatite-coated femoral stem: an rsa study" written by david campbell, graham mercer, kjell g. Nilsson, vanessa wells, john r. Field, and stuart a. Callary published by international orthopaedics (sicot) (2011) 35:483¿488 doi 10.1007/s00264-009-0913-z published online 13 december 2009 was reviewed. The article's purpose: "this study aims to characterize the migration behavior of a hydroxyapatite-coated press-fit femoral component and create a benchmark to which new prostheses may be compared using the same technique." Data was pulled from 24 patients with median age of 70 years and radiographs were taken at 3-4 days, six months, one year, and 2 years post initial implantation. Depuy products utilized: corail stem. Adverse events: migration (without revision).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.